Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose levels at 19 and 20 mmol/l. Caller stated the infusion site is wet and he smells insulin. Caller reported the cannula leaks. No adverse event reported. Requested return of the alleged device for evaluation.